Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a damaged mix bars and defective photometer lamp. The fse replaced the mix bars and photometer lamp to resolve the issue. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported, the generation of erroneously low patient results with multiple flags on multiple analytes, including aspartate aminotransferase (ast), total protein (tp), creatinine (cre), c-reactive protein (crp) and total bilirubin (tbil) on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided an example of the erroneous results for creatinine.